Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode was found partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. The concerned device has been explanted. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The recipient has had ongoing issues with implant. Most recently the implant felt painful for the recipient and no audible benefit at low stimulation levels (particularly basal and apical end) were reported. It is unclear exactly when the user started reporting pain, however, it is assumed that this is something that occurred early on, as the recipient has never been keen on wearing the device. No trauma has been reported. Imaging indicates 2 channels have extruded. In situ measurements show a functional device. The user has a history of severe ear infections for both ears, the last one was 3-4 years ago. These ear infections always required antibiotics and were reported to be very painful. The user has been re-implanted on april 11, 2019. It was stated in the device explantation report that 3 electrode channels were found extra-cochlear. It was also stated that the active electrode lead was severed twice during removal surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has had ongoing issues with implant. Most recently the implant felt painful for the recipient and no audible benefit at low stimulation levels (particularly basal and apical end) were reported.